Event description:
A user facility reported that the communication between the evis exera iii xenon light source and processor is disturbed. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was observed due to defective socket and poor scope connector contact. The socket suffered moisture damage and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 28-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that b30 was displayed due to a communication error with the endoscope caused by a malfunction of the scope socket. The cause of the malfunction could not be identified. No further information was obtained to identify the cause of the liquid in the air hose; however, it was recommended to renew the spiral. Further incoming inspection findings: around the base plate are corrosion spots, the base plate must be renewed. The xenon lamp has already run 500 hours, the light output is no longer sufficient, the xenon lamp must be renewed. The clv-190 instruction manual contains the following description, which may prevent the indicated phenomenon: ¿[4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.